Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump would have a blank display and started beeping when the customer as trying to use the bolus wizard. Customer ran the self test and the device would beep and turn off without alarms. Customer's blood glucose was 500 mg/dl. Customer's blood glucose at time of call was 529 mg/dl. Customer treated her high blood glucose with manual insulin injections. After troubleshooting, customer want the device replaced. Customer agreed to return the device for analysis.